Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. Blood glucose level was 545 mg/dl at the time of the call. Customer reported that she would treat the high blood glucose level with a manual injection. During troubleshooting, customer reported that the insulin pump did not alarm no delivery while manually priming. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.